Event description:
It was reported that the physician was attempting to treat a lesion in the rca exhibiting 90% stenosis using a endeavor resolute (rx) drug eluting stent. Device was prepped prior to use. During the surgery, the lesion was pre-dilated, but the device failed to cross the target lesion. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was flared. A number of struts on the 1st and 2nd proximal stent segments were raised and deformed. The 6th, 7th, 12th, 13th and 17th proximal segments were partially deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion with 90% stenosis). Inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition (lesion with 90% stenosis). Known inherent risk of a procedure (stent deformation). (B)(4).